Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. After the stylet was removed from the taxus express2 2.5x12mm drug eluting stent, it looked like the stent had migrated forward on the balloon. It was felt the stent was like this prior to removal of the stylet. It was exchanged for another taxus stent. No patient complications occurred. Patient status is satisfactory.